Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. The malfunction was verified. The system was repaired by a third party service organization. Suspect power supply replaced. System placed back into service.

Event description:
It was reported that the system 9800's c-arm had no vertical lift capability. There was no adverse pt involvement reported. There was no pt information reported.